Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. The cartridge user guide cautions that insulin should be at room temperature before filling a cartridge. Device not returned.

Event description:
It was reported that the insulin gauge was inaccurate. Additionally, it was reported that the cartridge was leaking from the septum. Reportedly, the customer loaded cold insulin into the cartridge. Customer¿s blood glucose was 162 mg/dl. Reportedly, the customer replaced the cartridge and continued insulin therapy.